Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported that she used the device on herself and received a reading that was 81, which is too low. There were no consequences or impact or to the patient.

Manufacturer narrative:
The returned sensor was evaluated. During the evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.